Event description:
It was reported that during a pulse generator replacement procedure, it was noticed that the right ventricular (rv) lead had an insulation break on the df-1 proximal coil. A lead repair kit was used to surgically abandon that leg of the lead, and the old rv lead was used for sensing. The procedure was completed successfully. The rv lead remains in service. No adverse patient effects were reported.